Manufacturer narrative:
Unique identifier (UDI)#:(B)(4).

Event description:
The customer complained about a questionable low result for 1 patient sample tested for elecsys probnp ii stat immunoassay (probnp stat) on a cobas 6000 e 601 module. The initial probnp stat result was 6.62 pgml. The same sample was tested on another cobas e601 with a probnp stat result of 13213 pg/ml. The erroneous result was released outside of the laboratory. The repeat result was deemed to be correct and a corrected report was issued. The patient was not treated based on the erroneous result and the patient was already in the hospital. There was no adverse event. The probnp stat reagent lot was 27636802 with an expiration date that was hand written of 31-jan-2018. The field engineering specialist reported that there was a possible fluidics failure caused by the pinch valve tubing. He replace the pinch valve tubing. He ran performance testing with acceptable results. The customer stated that they have verified the assay following the service visit. The investigation was unable to find a definitive root cause.